Event description:
It was reported that the procedure was to treat a lesion in the circumflex coronary artery with mild calcification and mild tortuosity. The balance middleweight universal ii guide wire had crossed the lesion but an unspecified balloon was stuck on the guide wire during advancement and removal. The devices were removed together and a new guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.